Manufacturer narrative:
No button error alarm noted. Act and esc buttons did not respond due to corroded keypad traces. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The insulin pump will be returned for analysis.